Manufacturer narrative:
No allegation of product malfunction has been reported nor information on patients¿ pre-existing condition provided. No radiographs, images or surgical notes provided. Based on the information provided root cause could not be determined. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal...". "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma...". Product was left in-situ.

Event description:
On (B)(6) 2019, this adverse event was reported at physician conference. Case 3: a procedure using coroent xl-h was performed. A nervous disorder and pseudoarthrosis occurred post operatively.